Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the front therapy pad of the lifevest equipment. The patient¿s nurse practitioner prescribed triamcinolone cream for the skin irritation. Follow up indicated that the skin irritation improved.